Event description:
A distributor complaint was reported involving a pump that triggered a cartridge alarm 20 during both loading and pumping processes. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating the levels remained within the normal range. Initially, customer was assisted in loading a new cartridge to resume insulin therapy successfully. However, since the alarm persisted, the technical support team advised replacing the problematic pump. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.